Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with a damaged lens. The pump was tested by functional testing and performing the history review. The customer's reported issue of a system fault error was no confirmed. History shows a couple of error codes relating to timing between software and board. It's recommended to replace the main circuit board and update software to v1.3 from v1.2.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and showed that system fault occurred in history. During analysis, customer's complaint "system fault/error codes" was verified but not confirmed. History log showed a couple of error codes relating to timing between software and board. Service will replace the main printed circuit board (pcb) and update the software to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a system fault/error code. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.